Event description:
It was reported that after a successful diagnostic procedure, the pt was returned to the cath lab and was found to have a spiral dissection of the rca. The dissection was repaired with a stent. Pt status is listed as "okay". It is unclear how the catheter performance is related to the incident.